Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received [drug, concentration] at [dose, frequency] in an implantable pump for non-malignant pain and failed back syndrome. The patient medical history and concomitant medications were unable to be obtained. The patient experienced an increase in pain. Per the hcp, the patient indicated they knew the pump was not working. The patient also had "electrical pulses" when their pumps neared end of service, in addition to increased pain. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if further diagnostics/troubleshooting were performed at this time. The patient was scheduled for replacement on (B)(6) 2019. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No further information provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative (rep). It was reported that patient's pump was replaced on (B)(6) 2019. In pre-op, patient's pump logs were read. Logs showed motor stall occurred on (B)(6) 2019 at 11:56 with recovery on (B)(6) 2019 at 12:23, stall on (B)(6) 2019 at 12:33, with recovery on (B)(6) 2019 at 12:42. Additional motor stall occurred on (B)(6) 2019 at 12:53 with recovery on (B)(6) 2019 at 13:52. Cause of motor stalls was undetermined. No previous reports of motor stalls were noted. Catheter replaced prophylactically at scheduled pump replacement. Medication in the old pump was dilaudid, 40mg/ml concentration at 27.041mg/day dose. Medication in the new pump was hydromorphone, 10mg/ml concentration at 25mg/day dose. Explanted device was sent to pathology per hcp protocol. It would be returned when released. No further complications were reported.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient had always complained of electrical pulses when the pump got low in medication. The hcp did not believe that this was pump related. Patient had a pump since 2007. The hcp had always refilled his pump every 4-5 weeks. Pump was removed on (B)(6) 2019. On (B)(6)2019, the rep picked up the pump and gave it to manufacturer to analyze. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no device issue, patient/therapy issue, procedure issue, etc related to the pump not working. The cause of pump not working was unknown. No further complications were reported.